Manufacturer narrative:
Correction: additional information:fax number evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account and three photographs. The unit was received with the knife blade assembly disengaged from the cartridge and the cartridge contained a full complement of staples. Functional evaluation was unable to be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after firing. Based on the evidence available the reported condition was confirmed.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a total gastrectomy roux-en-y procedure. The surgeon clamped the tissue of the duodenum and tried to fire the device. However, the cartridge went to pieces. Nothing fell into the cavity of the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.